Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03m74-97 has a similar product distributed in the us, list number 3m74-02/-84/-98, and a 510k/PMA/bla number that¿s exempt.

Event description:
The fsr was performing maintenance on the architect i2000sr. When changing the solenoid valve of wash zone 2 (wz2), the tubing of the wash zone (wz) disconnected, and sprayed liquid into his one eye. He cleaned and rinsed his eye with tap water. He was not wearing proper personal protective equipment (ppe) at the time. No injury or treatment was received due to the splash exposure.

Manufacturer narrative:
Additional information section d10 concomitant product - updated from blank to arc tbg/sn tp wz,08c94-90,unknown; section h4 - device mfg date updated from blank to 12/21/2004 a complaint investigation was conducted and after review of the available information there was no deficiency of the device identified. There was no risk for death or serious deterioration in state of health identified for the event, therefore this event is no longer reportable. The field service engineer (fse) was changing the solenoid valve of wash zone 2 (wz2) on the archictect i2000sr and was sprayed/splashed in the eye from the wz temperature tubing/sensor. The wz temperature tubing/sensor was replaced and deemed the likely cause for spraying/splashing the fse in the eye. The instrument service history review for isr01934 revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the wz temperature tubing/sensor did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. A malfunction was not identified. Based on the information within the complaint record, the part met performance specifications and performed as intended at the customer site. Based on the investigation the archictect i2000sr, serial number (B)(6), and wz temperature tubing/sensor is performing as intended, no systemic issue or deficiency of the archictect i2000sr and/or wz temperature tubing/sensor was identified.

Event description:
The fsr was performing maintenance on the architect i2000sr. When changing the solenoid valve of wash zone 2 (wz2), the tubing of the wash zone (wz) disconnected, and sprayed liquid into his one eye. He cleaned and rinsed his eye with tap water. He was not wearing proper personal protective equipment (ppe) at the time. No injury or treatment was received due to the splash exposure.